Event description:
Reported was an event that occurred regarding a tip broke off the end of the vortex CT port. There was no patient contact or patient harm reported.

Manufacturer narrative:
Device history records were reviewed and it was confirmed that the manufacturing process was performed with no issues, deviations or variances. Quality control inspection reports were reviewed and the pull test results were noted to be within specification. Returned sample was evaluated; the tip was confirmed to be broken off from the catheter. The evaluation observed clamp marks and the part appeared to have been pulled/stretched. The cause of the reported incident could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).